Event description:
Babe had a PICC in the right arm that kept ringing occluded, the doctor came to look and ended up flushing and removing the dressing and sterri strips. While looking we discovered that there was a leak from the hub of the PICC catheter. The doctor then had to remove the PICC and we had to insert a piv.

Manufacturer narrative:
We received one used premicath catheter as a faulty sample. The catheter was leaking at the junction of the extension line with the catheter tubing. Microscopic examination showed a radial tear, and the rough fracture plane is typical of mechanical damage caused by a tensile fracture in the product instructions for use (IFU), we include the following warning: the puncture may only be made after the disinfectant has been completely dried on the skin. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mm hg). Do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaint data from january 1, 2023, to january 31, 2025, indicates that this is the only complaint recorded for lot 24g010d. Corrective action: as the catheter worked well for 8 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Babe had a PICC in the right arm that kept ringing occluded, the doctor came to look and ended up flushing and removing the dressing and sterri strips. While looking we discovered that there was a leak from the hub of the PICC catheter. The doctor then had to remove the PICC and we had to insert a piv.